Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The programmed fill volume was 2500ml and the total drain volume was 2154ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the (B)(6) facility for evaluation. The device passed the homechoice rite functional test (B)(4) and the homechoice rite electrical test (B)(4). The cycler remote toolbox software (crt) version 8.800 revealed no leak and all pressures are correct and stable. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. Probable cause: insufficient drain- one or more cycle's advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device evaluation is in progress, but not yet completed. Upon completion of the evaluation, or if any additional information becomes available, a follow-up report will be submitted.